Event description:
Cardiac cath was completed. A 6 french sheath was left in place. A jl 3.5 guide was advanced, placed in the ostium of the left main. The guide was exchanged over wire. The sheath removed and an 9 french sheath was placed over the wire. After which an 8 french jl 3.5 guide was taken into the ostium of the left main. The first bmw wire was placed across the lesion of the lad and the distal lad without difficulty. The second bmw wire advanced into the diagonal branch. After crossing the lesion an attempt was made to adjust the position when a "snap" was felt. It was noted that the tip of the wire was not moving. Though the wire could be pulled back, the tip remained in place. The core was broken and the coil was most probably stuck in the diagonal branch lesion. The core was removed. The coil was completely spread from its coil shape. Attempts to snare the tip were unsuccessful. The patient was brought to surgery for removal of the tip and bypass surgery.